Event description:
Rptr stated that caller from facility reported that the unit was allowing solution from a source container to enter the final container even though the station involved was not pumping. The caller based this free flow on the decreasing volume of solution in the source container. In response to questioning by the rptr, the caller stated that tubing of the transfer set is not prestretched and that rotors are not turned during set installation. The rptr had the caller install a new set and follow the instructions in the operators' manual. No free flow occurred. Since the issue was resolved over the phone, the unit was not replaced. No pt involvement.